Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01226. The pt received her scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that the physician explanted the pt's system on (B)(6) 2011. The reason for explant is undetermined. It was reported that the pt had been reprogrammed several times within the last year due to a lack of pain relief from stimulation. The pt had reported effective stimulation coverage after every reprogramming session. The explanted ipg and leads were returned to the MFR for analysis. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.